Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use, farawave catheter was introduced into the faradrive sheath, and during aspiration, air bubbles were consistently observed on the irrigation tubing of the sheath. Aspirated a few more times at a slower speed, bubbles were still seen. There was no fluid leakage, but air was consistently seen during aspiration. No air was seen in the patient. Physician did not flush forward, only aspirated repetitively. No flushing tube was found to be damaged. Sheath was replaced and procedure was completed successfully. No patient complications were reported. Device is not expected to return.